Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a non specific product performance anomaly. The health care professional mentioned one of the leads being surgically abandoned due to scar tissue. No additional adverse patient effects were reported. This system has not been returned.